Event description:
Information received from the field notes that the device would not interrogate. A message was displayed to reposi- tion the telemetry wand. With repositioning, interrogation remained unsuccessful. A magnet rate measured by separate ECG was 100 ppm. The patient was pacemaker dependent and the physician elected to replace the device.